Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. The data logs were reviewed and showed that suction alarms triggered within seconds of starting the pump and persisted for the remainder of support. The motor current had low pulsatility and the pump flow gradually decreased throughout support despite troubleshooting attempts. However, since no product was returned, the cause of the low pump flow was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that when support was initiated, impella flows were noted to be abnormally low. The physician decided to explant the device and replace with another impella cp. It was reported that the patient survived the procedure, no additional information is available.